Event description:
An optometrist reported patient with red, painful left eye with central corneal infiltrate at six day lasik post-operative visit. At visit patient presented left eye that was swollen shut. Additional information from reporter indicated a flap lift and rinse performed. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).